Event description:
It has been reported that during the procedure, this device failed to sense. The device was removed and replaced with another to finish the procedure. The patient is reported as fine. No further patient info is available. The device is being returned to for eval.